Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis investigations neither replicated nor confirmed the customer reported complaint of "ran out of lives earlier than it's supposed to be". The instrument was placed on a test system and was recognized with 4 uses remaining. The following was found during the device evaluation, but is not related to the initial reported complaint: the instrument was found have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley was likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. A review of the instrument log for the permanent cautery hook (pn: 420183-11, batch/lot-sequence: n10171031-794) associated with this event has been performed. Per the logs, the permanent cautery hook was last used on (B)(6) 2019 on system usg220. The alleged event occurred on the sixth use of the instrument. As of 4/9/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the sixth use of the instrument. Therefore, the instrument had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery hook instrument expired prematurely. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the instrument ran out of lives earlier than it was supposed to. There was no additional information regarding the instrument.